Manufacturer narrative:
September 17, 2015 11:05 am (gmt-4:00) added by (B)(6): (B)(4). Field safety technician has been sent for investigation. Control board has been found defective. Tests according to factory specification have been performed. Control board and belt replaced. Functional tests and calibration has been checked. Tested ok. Thus failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
Customer reported that "on switching on the single roller pump shows error message error eprom." This happened during maintenance / service. No known consequences to the patient. (B)(4).